Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2317-70 serial: (B)(4). Batch: 7074009. Product family: scs-ipg-r-MRI upn: (B)(4). Model: sc-1232 serial: (B)(4). Batch: 502314.

Event description:
It was reported that patient had an inadequate stimulation. The patient underwent a system explant procedure due to unsuccessful lead revision. The explanted devices were not returned.